Event description:
Instrument was used to insert definitive implant. After impaction, instrument locked and surgeon was unable to remove instrument from implant. Surgery extended by 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.